Event description:
It was reported that a signal artifact monitor {sam) episode which disabled minute ventilation (mv) and respiratory rate trend (rrt). Pacing impedance measurements on the right ventricular (rv) channel were greater than 3000 ohms in the ring to can configuration. A boston scientific technical services consultant discussed that the associated rv lead has been implanted for a long time and suggested further evaluation. Additional information was received stating a second sam episode had occurred which the caller stated was the result of atrial fibrillation (af). The consultant discussed the previous call explained how the rv pacing impedance measurements had been out of range and there might be a lead issue which would continue to disable mv. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).